Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon stapled across the sail. The sail wasn't fully retracted. The stapled portion of the tissue was cut out and over sewn with suture. The surgeon used a scope to ensure no staple line leakage. The patient is fine and in recovery. Where the device was positioned, the lights could not seen. Or time was extended past 30 minutes but there was no adverse effect on the patient. No leak post-op, no bleeding, no dye coming through.

Manufacturer narrative:
Based on the additional information provided by the account and the information provided by the safety medical assessment, this report was determined to be a malfunction and not a serious injury.